Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient felt drowsy and dizzy and reported that their heart was beating fast. She decided to call an ambulance. When they arrived, they checked the patient's bg and it was 600 mg/dl compared to the cgm that was displaying 40 mg/dl. The patient was treated by paramedics with IV and an insulin drip. At the time of the report days later after the event, the patient reported that their blood sugar was currently high. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.